Event description:
Caller reported an error related to their continuous glucose monitoring (cgm) device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully initiated a new sensor session without encountering further errors.